Event description:
Y-site port rubber stopper disengaged from tubing upon withdrawal of syringe from port. Unfortunately, discarded in disposal container prior to reporting to rptr. Rptr did visually see the disengaged rubber section attached to needle in disposable container-could not be retrieved. Also, possible problem where needle was insufficiently lubricated. Blue seal defective.